Event description:
The rptr is calling in regard to a defect noted within the lens placement system. The rptr states that the iol is foldable, and placed into an injector. During insertion, the lens either breaks or becomes bent. The rptr feels that the device should be a one set system, because the design flow within the injector causes damage to the iol. Due to the potential for harm and the frequency of this occurrence, the rptr states that this product will no longer be used by the facility he is associated with. The rptr has contacted the MFR. The rptr states that although no injury occurred, the potential can exist if the surgeon does not realize the iol has been damaged post placement, or if a replacement intraocular lens is not readily available. This pt experienced no adverse consequence. The intraocular lens was inserted into the eye in the correct manner, and then it was noted to be bent. The bent haptic was straightened.